Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device leaked air. Then, it was found that the valve fell into the patient. The fallen valve was retrieved with a forceps endoscopically. Other devices were used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra test strips are peeling when it is inserted into the meter. The patient's diabetes is managed with insulin- no sliding scale regimen. The product issue began on (B)(6) 2010 at 6 am. It is not known what action the patient took at the time of concern. At 10 am, the patient reportedly developed symptom of "shaky." There was no allegation of medical intervention for severe hypoglycemia or hyperglycemia as a result of the product issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the product issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptom that can be suggestive of hypoglycemia 4 hours after the product issue began.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Duckbill out of position. The analysis results of the device found that the device was received with the duckbill out of position. One potential cause for the damage found may be the snagging of an instrument during insertion. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.